Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported suture malposition could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral artery was achieved with two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the sheath was upsized to 14f with a 24f tube inserted for the tavr procedure which was successfully completed. The first preplaced proglide suture was tightening successfully. The second preplaced proglide suture snapped. A third proglide suture did not capture the artery. The tissue track was incised, an 18f sheath was inserted and a zipper-like dissection was discovered. A covered stent was placed via contralateral access and achieved hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.